Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and found to have a partially detached carbide insert on one grip(s). The carbide insert was returned, measuring roughly 0.102¿ x 0.063¿ in size. There is assumption that there might be smaller missing pieces. The mating grip surface exhibits full coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument would not fully close. The procedure was completed with no reported injury.